Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer stated their blood glucose was over 400mg/dl, treated with bolus and blood glucose took a while to come down. The customer was advised to call back to troubleshoot. Customer called back to perform troubleshooting, ran self-test and there was an issue with the plunger. The customer's blood glucose ranged between 292mg/dl-400mg/dl. The customer was advised to call back when tubing clamps are received in order to perform high pressure test.